Manufacturer narrative:
Complaint conformed, the device was returned in one piece. The screw was not broken off as intended. The relevant critical feature was measured and found to meet specifications. The cause of the event is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic surgery after implanting the screw the inserter did not break off. Due to this failure the bone shattered. The bone was then fixated with a compression screw and kirschner-wire to treat the patient.